Event description:
The event involved a chemosafelock vial adapter where it was reported there was leakage at the filter. There was no reported impact of the event on the patient and medical institution worker. There was unknown patient involvement, but no patient harm reported in the event.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
Investigation summary: the complaint of leaks on item kl-va001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.